Manufacturer narrative:
A product sample was requested; however, no sample has been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while conducting a lensectomy, small particles coming from the fragmentation tip were observed near the incision site. It was informed that "the incision site appeared to have changed to a gray-green appearance." Additional information and product sample have been requested.